Manufacturer narrative:
A review of the event details identified that the event most likely involved the battery giving a dc discharge, resulting in the user suffering a burn on the wrist. No further information was provided regarding treatment of the injury. A potential cause could not be determined due to the device not being returned for evaluation. The device was not returned for evaluation.

Event description:
The customer reported that the battery of the cot has burned the wrist of the operative. The operative was wearing a bracelet at the time which may have shorted out on the terminals of the battery. It was reported that the burn resulted in scabbing and small red marks on the operatives wrist as well as a possible burn mark on the sleeve of their jacket. It was reported that there was a patient on the cot at the time of the event. The patient was not affected as a result of this event.

Event description:
The customer reported that the battery of the cot has burned the wrist of the operative. The operative was wearing a bracelet at the time which may have shorted out on the terminals of the battery. It was reported that the burn resulted in scabbing and small red marks on the operatives wrist as well as a possible burn mark on the sleeve of their jacket. It was reported that there was a patient on the cot at the time of the event. The patient was not affected as a result of this event.